Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. Review of the device data file suggests the user inadvertently pressed the power button while transporting the patient, with the device powered back on approximately 10 seconds later. No evidence of device malfunction was identified. Functional testing of the device found no issues with the display or the device's ability to remain powered on. The investigation was closed as no fault found and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.